Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/19/2024, it was reported by a sales representative via email that two ar-3770sp hybrid knee fibertak knotless stitches loosened during tensioning and the anchors pulled out. This was discovered during an mpfl repair procedure on (B)(6) 2024. Additional information received on 9/24/2024: the other sutures in the ar-3770sp hybrid knee fibertak were used to complete the case. The case was not delayed, and additional anesthesia was not needed.